Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following has been reported to hamilton medical ag on 05 june 2024 it was reported that on (B)(6) 2024, before connecting the patient, a hamilton c3 ventilator (sn (B)(6)), showed loss of external power alarm frequently. Battery is not charging. Power supply output voltage is less than 20 v. Replaced new power supply. Now machine is working fine. All tests and calibrations were do. Investigation performed revealed the following: in stand by mode, unit alarms with external powerloss and continues on battery power. Unit alarms with 244001 externalpowerloss and continues on battery power. Ventilation continues. Identified root cause associated to this issue could be related to: bad connection. Defective power supply. Defective mainboard. Accordingly, the following correction are considered: 1. Check for a defective power supply if 24 v at mainboard (measured between pin gnd_power and pin +24v_ps) is not available exchange power supply. 2. Check for a defective mainboard once step 1 passed continue as following. If 26.8 v at mainboard (measured between pin gnd_power and pin +24v_blower) is not available exchange mainboard. Note: if you exchange the mainboard, check for equal revision on mainboard label and entered revision at the unit. Exchange the part according the results above: defective power supply. Defective mainboard. According to the available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Event description:
The following has been reported to hamilton medical ag on 05 june 2024 it was reported that on (B)(6) 2024, before connecting the patient, a hamilton c3 ventilator (sn (B)(6), showed loss of external power alarm frequently. Battery is not charging. Power supply output voltage is less than 20 v. Replaced new power supply. Now machine is working fine. All tests and calibrations were do investigation performed revealed the following: - in stand by mode, unit alarms with external powerloss and continues on battery power. - unit alarms with 244001 externalpowerloss and continues on battery power. Ventilation continues. Identified root cause associated to this issue could be related to: - bad connection. - defective power supply. - defective mainboard. Accordingly, the following correction are considered: 1. Check for a defective power supply if 24 v at mainboard (measured between pin gnd_power and pin +24v_ps) is not available exchange power supply. 2. Check for a defective mainboard once step 1 passed continue as following. If 26.8 v at mainboard (measured between pin gnd_power and pin +24v_blower) is not available exchange mainboard. Note: if you exchange the mainboard, check for equal revision on mainboard label and entered revision at the unit. Exchange the part according to the results above: - defective power supply - defective mainboard according to the available information, there is no indication that the complaint led to death, injury or serious deterioration of the health of the patient, user or third-party.